Manufacturer narrative:
Device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted.

Event description:
It was reported that a patient experienced component loosening: glenoid baseplate loosening. There is a revision planned.